Event description:
Report rec'd from USA stating their diamond ball device is coarse and not like a regular diamond should be. It is known that this event did not occur during surgery. It is unknown if injuries or medical intervention occurred. The date of event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of the diamond ball being coarse could be confirmed. During service, samples were pulled from the most current stock and were compared to the returned device and it was determined that the returned diamond ball was closer to the coarse grit than a regular grit. If add'l info becomes available, a supplemental report will be submitted. (B)(4).